Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported (via FDA mw5083959) that a female patient of unknown age who underwent an unspecified breast implantation procedure with two 375cc mentor memorygel breast implants, suffered infections, muscle pain, joint pain, acid reflux, chronic fatigue, neuropathy, vertigo, visual disturbances, cognitive issues, memory issues, hair loss, anxiety, panic attacks, bladder pain, insomnia, fibromyalgia, and interstitial cystitis, post-operatively. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).